Event description:
The customer alleged to have gotten blood glucose readings using the contour next test strips in the contour meter. There was no allegation of an adverse event. The customer does not have any of the test strips left to send in for eval. New test strips and meter were sent to her.